Manufacturer narrative:
The insulin pump was received with high sleep current due to moisture damage at the electronic assembly. The device passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was no rewind or unexpected error alarms were noted during testing. The motor found with traces of corrosion per visual inspection. The device was received with all buttons responding properly. There was no damage or moisture damage on keypad assembly. There was no unlocked keypad connector and no stuck button alarms nor keypad anomalies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error, unidentified pump error and they were unable to rewind pump. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.